Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A distributor in california on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula had broken during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the photographs revealed that the tubing was torn between the cannula and swivel grip. Conclusion: we are unable to determine the cause of the reported event, however it is possible that this was caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in california on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula had broken during patient use. There were no reported patient consequences.